Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 53 mg/dl at the time. The customer stated that the auto mode was automatically delivering insulin at the time of the event. She was not alleging that the insulin pump was over delivering. The customer also received change sensor alert. She declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.